Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal compounded baclofen (concentration 250 mcg/ml; dose 110 mcg/day), fentanyl (concentration 100 mcg/ml; dose 44.4 mcg/day), and marcaine (concentration 0.9 mcg/ml; dose 0.39632 mcg/day) via an implantable infusion pump. Indication for pump use was non-malignant pain and chronic low back pain. On (B)(6) 2016, the patient's pump was interrogated and revealed a pump motor stall had occurred (B)(6) 2016 with no recovery. Pump logs did not show any prior motor stalls. The cause of the motor stall was undetermined. Beginning (B)(6) 2016 the patient experienced a sudden onset of extreme sharp pain over the pump every few minutes. The representative wondered if the deprivation of baclofen causing spasms may have contributed to the pain over the pump. The hcp was informed of the event and the patient was placed on oral baclofen. The hcp mentioned that the plan was to replace the pump. A supplemental report will be submitted if additional information is received. Additional information was received from a consumer. Per the patient, the pump stopped working on (B)(6) 2016. The hcp put the patient on some oral medications; however, the oral medications were not working for the patient. The hcp wanted to replace the pump. The patient was to see the hcp on (B)(6) 2016 because he only had oral medication for 4 days and also wanted to know more information so he could make an informed decision on replacing the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the pump was replaced on (B)(6) 2016 and would be sent back for analysis.

Manufacturer narrative:
Returned pump analysis found corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.